Manufacturer narrative:
One 6f, quadripolar, jsn, supreme ep catheter was received for evaluation. Visual inspection revealed a separation in the catheter shaft between the grey and black area on the shaft of the catheter and the internal wires were exposed. Further investigation found that the separation in the shaft was due to insufficient bonding between the grey and black portions of the braided shaft.

Event description:
This report is to advise of an event noted during analysis revealing exposed internal wires.